Manufacturer narrative:
Complaint conclusion: during the use of a saber balloon catheter (6mmx10cm) to the left superficial femoral artery (sfa), it was reported that the balloon was delivered to the lesion and inflated; however, it could not be inflated firmly when pressure rose until nominal pressure. The blood was observed in the balloon. Therefore the balloon was removed intact from the patient and a non-cordis balloon of the same size was used. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. An approach was made and a 6fsheathles pv crossed the lesion over a guidewire. The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. The following information is unknown, the brand of the contrast media, the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown, if there was difficulty advancing the balloon catheter through the vessel, if there was difficulty crossing the lesion, if the catheter was ever in an acute bend, the maximum inflation pressure and if there was difficulty removing the balloon catheter from the patient. The product was returned for analysis. A non-sterile saber 6mm x 10cm 155cm balloon catheter was returned. Per visual analysis, the balloon appeared to have been inflated and deflated. No other anomalies observed. Per functional analysis an attempt to inflate the balloon was unsuccessful due to a leakage noted. Per sem analysis neither the external nor the internal surfaces of the balloon near to the pin hole revealed any evidence of damage that could be related to the balloon pinhole. However, the border¿s slit appears to have been caused by a sharp object. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17284785 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-inflation difficulty-partial or slow¿ and the reported ¿balloon-leakage-during positive pressure (peripheral)¿ were confirmed through analysis of the returned device as a leak was noted. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 99%) may have contributed to the burst although there was no supporting evidence apparent during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: sheathless pv (6fr) and guidewire (0018trasure, asahi intecc) (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (6mmx10cm) to the left superficial femoral artery (sfa), it was reported that the balloon was delivered to the lesion and inflated; however, it could not be inflated firmly when pressure rose until nominal pressure. The blood was observed in the balloon. Therefore, the balloon was removed intact from the patient and a non-cordis balloon of the same size was used. The procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. An approach was made and a 6fsheathles pv crossed the lesion over a guidewire (0018trasure, asahi intecc). The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. The following information is unknown, the brand of the contrast media, the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown, if there was difficulty advancing the balloon catheter through the vessel, if there was difficulty crossing the lesion, if the catheter was ever in an acute bend, the maximum inflation pressure and if there was difficulty removing the balloon catheter from the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.